Event description:
A vns pt indicated that during a routine check up, her treating vns therapy physician noted during an initial interrogation of her device that her therapy settings were no longer at intended settings. The pt added that prior to this office visit, she had not seen the physician for "a couple of months". Good faith attempts for additional information have been unsuccessful to date.